Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella (loqi) registry regarding a patient that endured cardiogenic shock with a "probable" relationship to the impella device used. The patient in need of hemodynamic support for non-st-elevation myocardial infarction had an impella cp device implanted. The patient was transferred to the tertiary center and enrolled in the loqi registry. During the percutaneous coronary intervention, there was pulseless electrical activity arrest and multiple codes. The family made the decision to make the patient a dnr and the subsequently patient expired. Medical safety review of the event noted there is not enough information to associate use of the device with the patient's demise.

Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt could not be determined. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.